Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the device was explanted on (B)(6), 2010 for unspecified reasons. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2010.

Manufacturer narrative:
(B)(4).